Manufacturer narrative:
Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the cartridge had been in use for more than 72 hours with novolog insulin. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with "IV (intravenous line)" and was discharged 5 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on insulin labeling. Date of event is approximate.